Manufacturer narrative:
Correction: d10 for incorrect product description.

Manufacturer narrative:
The reported events of high pacing threshold, r wave amp variation and low pacing lead impedance were not confirmed. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed low pacing impedance, r wave amplitude variation, high capture thresholds on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.